Event description:
It was reported to philips the rs232 port would not communicate with tera term. There was no patient involvement or harm. This event was reported to have occurred during preventive maintenance (pm). There was no delay to therapy. The customer spoke with a philips remote service engineer (rse) to request the option codes after replacing the central processing unit (cpu) printed circuit board assembly (pcba). The communication issue was discovered during pm service to clear the event logs. There were no codes stored in the logs. Following the evaluation of the device, the customer replaced the cpu pcba to resolve the problem. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed. Based on the information provided and service performed, the customers alleged malfunction was confirmed to have failed to meet specifications. There was no patient or user harm reported due to this event. The customers alleged malfunction was confirmed and it was determined that the root cause was the cpu pcba.